Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 failed accuracy +6.05%. Event occurred during testing.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved delivery accuracy testing and showed the pump's delivery error to be over delivering the control limit specification of +/- 3%, but within the published specification of +/- 6%. The pump's expulsor was replaced as a preventive measure. The reported issue was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed.